Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
A repeat procedure to treat atrial fibrillation was performed. While treating the right inferior pulmonary vein, the catheter was inserted deeper into the vein in an attempt to maximize balloon to tissue contact. Phrenic nerve capture was lost while ablation was performed. Other areas of the vein were treated and then the catheter was removed. Phrenic nerve capture was returning by the end of the procedure. However, feedback was received approximately 3 weeks post-procedure that there were still symptoms of a phrenic nerve injury present at one week post-procedure with additional follow-up to be performed.